Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) shortly after implant prior to discharge from hospital. Provocation tests did not reveal any oversensing but oversensing of noise form an air pocket was suspected. The patient was discharged as scheduled. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.